Manufacturer narrative:
Conclusion: off-label, unapproved or contraindicated use (distal fixation length(s)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was noted at implant that the common iliac artery (cia) had a short landing zone of approx. 10mm and also it had started to bulge to form an aneurysm. It was reported that a CT scan showed that the right endurant ii limb had migrated into the aneurysm. The following day the patient had an intervention to occlude the right internal iliac and implant an additional limb. This reportedly resolved the event. The patient was stable and recovering after the intervention. The physician stated that the cause of the event was due to anatomy; specifically, a short landing zone in the right common iliac artery (less than 15mm). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.